Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 02/13/2020. Investigation summary : it was reported pull off - suture needle and breakage suture pre-op one photo was provided for analysis. Upon visual inspection of the picture, it shows two sutures inside a labeled winding former each, with a needle that appear to be detached of product code vr2279. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). A photo of the device has been received. A supplemental medwatch will be sent with evaluation results. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a dental surgery on (B)(6) 2019 and suture was used. When suturing in surgery, the thread detached of the needle. The surgery was completed successfully. There were no adverse patient consequences reported.